Event description:
It is reported that the device was implanted in 2003. In 2007, the device was revised due to loosening. During the revision surgery, 3 or 4 of the plastic pegs were found "popped out."

Manufacturer narrative:
Evaluation summary: the cause of the reported loosening could not be determined due to insufficient information. Evaluation: no product or x-rays were returned for evaluation. Device history records indicate device MFR to specification.